Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the level module generated an audible alarm. The user replaced the level detector module which resolved the issue. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.